Event description:
It was reported that an increased capture thresholds and decreased pacing lead impedance were observed. The lead was capped and replaced competitively.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in three segments for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.